Event description:
It was reported to medtronic minimed that the customer that pump¿s battery compartment have a crack. The customer reported no adverse event. The event involved product(s) mmt-712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer dis-continued the use of the device. Product mmt-712k was returned analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump failed to boot up once installing aa battery, partial display was noted. Unable to perform self test due to partial display. Test p-cap and reservoir locked properly into the reservoir compartment, however, a partially broken retainer ring at the knit line was noted during visual inspection. Pump was cut open to perform visual inspection and found cracked glass and bleeding on pcba 1. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, dog chew marks, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, and retainer knit line damage. Cosmetic damage was confirmed at the pump case. Moisture damage was confirmed found on the battery tube. Partial display was confirmed during testing due to bleeding and cracked glass on pcba 1. Retainer ring damage was confirmed during visual inspection medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.